Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was reading inaccurately low compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening prior to the start of the alleged issue, the reporter stated the patient felt ''cold.'' It is unknown if the patient attributes the symptoms to high or low blood glucose. The reporter stated the patient obtained a reading ''in the 80'smg/dl'' and a reading of ''125mg/dl'' was obtained on a hospital meter, greater than 30 minutes from one another. It is unclear if there was an intervention in between the readings. The reporter stated the patient takes self adjusting insulin to manage her diabetes. The reporter stated the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. However on (B)(6) 2012 in the evening, the patient reported she was treated by emergency medical services (ems) with ''sugar water and insulin.'' It is unknown if the patient was transported to the hospital. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted the patient was using an approved sample site to obtain the samples. However the time elapsed between the meter readings and the hospital lab reading was greater than 30 minutes, therefore did not meet lfs¿ criteria for accuracy testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient required treatment from a healthcare professional.

Manufacturer narrative:
(B)(4): the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.